Event description:
A customer at (B)(6) reported seeing poor data quality and elevated background when using secore locus a sequencing kit (catalog# 5300025). High background would give the customer a no type result. Customer complaint (B)(4).

Manufacturer narrative:
The investigation is ongoing. Additional information will be provided in the follow up report.